Event description:
It was reported to philips that the system was gave an alert indicating low load fluoroscopy was possible. Upon rebooting, the system was unable to produce x-rays. The system was in clinical use during the time of the reported malfunction. There was no harm reported. Philips has started an investigation of the complaint.